Event description:
Reportedly, the device would not inflate. As the doctor went to remove the device it detached and remained inside the peritoneum. Doctor had to insert another trocar at which they were able to find and remove the remaining pieces from the patient. No patient injury and they finished the case. No other information was provided.